Event description:
It was reported that the minute ventilation (mv) sensor had been automatically disabled by this implantable pacemaker. Boston scientific technical services (ts) was contacted, and it was discussed that the mv sensor and four signal artifact monitoring (sam) events had likely occurred due to crosstalk over-sensing on the right ventricular (rv) channel. Potential reprogramming options were provided, if clinically appropriate. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.